Event description:
It has been reported to philips that the wireless foot switch was not working. The system was in clinical use and the procedure was completed using a wired foot switch. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and was unable to confirm the reported problem. As a precaution, the fse paired the foot switch with the base station. The foot switch passed all functional testing and was returned to use in good working order.